Event description:
It is reported that during inspection for use the subject device was not registering to tower. There is no patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d4; d8; d9; g3; h2; h3; h4; h6 and h11. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: intermittent image; faulty cable unit connector. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: intermittent image due to a faulty cable unit connector. The most probable cause was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.